Event description:
The customer contact reported a leak. On an unspecified date at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl 2mg/ml and 0.0625% bupivacaine for total volume of 250ml. The customer contact reported that the solution container was placed in a shipping container and shipped to an end user. It was reported that after the solution container was removed from the shipping container at the end user, solution leaked from the seam at the top of the solution container. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.